Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no line power to the mobile view station (mvs). The din rail fuses were replace. Once the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was no line power to the mobile view station (mvs). The issue was resolved when the fuses on the system were swapped. There was no patient present when this issue was identified.